Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a vb prolapse cure procedure performed on (B)(6) 2022. During the procedure, the dart detached from the suture during placement. The detached dart was left inside the patient as it was not possible to remove the dart without patient risks. As a result of this event, the patient was warned monitoring was reinforced.